Event description:
Add'l info received from MFR 7/3/03: cyberonics received notification of this event from the FDA on june 5, 2002. Cyberonics had no record of this event prior to this notification. Further follow-up of this event revealed that the pt was implanted with a model 100 pulse generator in 1999. The device was explanted in 2002. The pt was implanted with a new generator in 2002. The pt had not been receiving benefit from vns therapy prior to re-implant; it is not known how long the pt was without therapy. No adverse events were reported due to the loss of therapy. Cyberonics contacted the neurosurgeon's office and according to the pt's chart, the generator was explanted due to low battery voltage; the device had an expired battery. They did not indicate that the device had malfunctioned. The explanted device was sent ot the pathology lab at the hospital. Cyberonics contacted the hospital in order to obtain the device for analysis. A returned goods authorization number was provided to the hospital on 6/27/02. The device was received and is currently being prepared for product analysis. An MDR supplement will be submitted following the analysis of the device. A final result regarding this event has not been concluded. A review of the device's programmed settings are needed to determine if the device may have reached normal end of service. Attempts have been made to obtain the history of the device's programmed settings; however, co has not received the info to date. The concomitant device was the model 300-20 bipolar lead. The lead was not explanted and is currently connected to the pt's new generator. The life of a model 100 pulse generator is variable as it depends on the programmed settings of the device. If the device was programmed to high parameters the battery may have depleted normally.

Event description:
Replacement of malfunctioning (battery) of pulse generator.